Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Customer's bg level was 40 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets in an attempt to address bg. Customer's partner provided glucose pens to additionally address bg. Emergency medical services (ems) verified customer was okay but did not provide any treatment. Recommendation was made to consult with a healthcare provider regarding diabetes management.